Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Customer loaded a new cartridge to address the issues. The customer's blood glucose level was 469 mg/dl.